Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redr3501 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there has been a noticeable increase in the number of 5fr dual lumen piccs that are experiencing thrombus formation around the catheter tip. It was reported that the thrombus is forming primarily around the tip of the catheter. Internal comments: it is noted that lines are trimmed, and inserted to the caj. The local policy is not to trim. Medical intervention: yes. Comments: patient put on anti-coagulation therapy. It is currently unknown how many catheters this has occurred with.